Event description:
It was reported that a new ilet user did not announce multiple meals, resulting in hyperglycemia to 301 mg/dl followed by a subsequent drop to 58 mg/dl and later rebound hyperglycemia; troubleshooting and education on meal announcements and use of oral glucose were provided. Symptoms included a headache during the hypoglycemic episode. Outcomes included transient high and low glucose without hospitalization. Investigation included a review of user-reported events and device-use education. Investigation of this case revealed user handling related to missed meal announcements and overtreatment of hypoglycemia. It was concluded that the event resulted from user interaction with the device rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.